Event description:
The customer reported that while the central station was in use monitoring patients along with telepacks at the bedsides, the display blanked out. They were able to continue monitoring by recycling the power switch to the display. The customer's biomed reported that this had occurred several times since june, but the site did not advise datascope until october. They were unable to provide the exact dates for the earlier events. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the display. The system was tested to factory specification. It functioned normally and was returned to use. The display was returned to the vendor for evaluation, where it was found to have a defective power switch. It was repaired and returned to datascope.